Event description:
Pt arrived to outlying hosp with chest pain, identified as stemi. Transferred to our facility for cath/pci. Films reveal a 99% mid-distal rca lesion and an 80% proximal rca lesion. A 2.5x15 maverick otw used to pre-dilate the distal lesion, and then a 2.5x8 xience v rx des deployed. A 3.0x15 quantum maverick mr used to dilate mid and proximal rca. A 3.0x23 xience v rx des deployed in the proximal rca, and post dilated with a 3.0x20 maverick 2. Final films reveal timi iii flow with 0% residual stenosis in treated portion of the vessel. Pt meds including asa, integrilin, heparin, and plavix. Pt did well, and was discharged in 2009. He received plavix 75 mg the morning of discharge. At 1000 the next day, pt complained of severe chest pain similar to pain of stemi three days prior to original date. He had not yet been able to fill prescription of plavix. On arrival to ER, pt found to have new st elevations and taken emergently to cath lab. Films reveal that distal rca stent has a subacute thrombosis, and mid rca has a 50% lesion, proximal rca stent remains patent. Lesions treated with the following distal to mid: balloons 2.0x20 maverick, 3.0x30 maverick, 2.5x30 maverick, 3.5x20 quantum maverick, 4.0x20 quantum maverick; and multi-link stents 2.0x18 minivision, 2.5x18 minivision, 2.5x18 minivision, 3.0x28 vision, 3.5x23 vision. Pt meds including asa, integrilin, heparin, and plavix. Final films reveal 0% residual stenosis and good timi iii flow. Due to pt's three vessel coronary disease, after stenting of culprit rca, went on to have an elective cab four days after the original date. Discharged four days later, on meds including asa and plavix.